Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Visual inspection confirmed the strike plate to be fractured from the handle body. Impact marks were observed on the handle body and strike plate. Scratches are present on the handle body. The handle body is also cracked near the fracture. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined, however the common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04690.

Event description:
It was reported that the cup handle's threads became cross threaded, now it won't thread properly onto a g7 implant. The offset rasp handle had its strike plate disassociate from the handle during broaching. Attempts have been made and additional information on the reported event is unavailable at this time.